Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episode of non-sustained rv oversensing due to post-paced t-wave oversensing via merlin.net transmission. Programming changes were recommended. Further actions and dft will be discussed with the physician. No further information is available at this time.